Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure to audibly alarm was discovered and confirmed during service evaluation. The rear speaker harness was disconnected. The rear speaker harness has been reconnected to fix the reported condition. Additional: the user interface module master software version is 5.04.00, categorized as unremediated. A service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A colleague infusion pump was found to have experienced failure to audibly alarm. This was discovered during service evaluation. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. There is no further complaint information available. The user interface module master software version is currently unknown.